Event description:
During a stage procedure, one resolute onyx was used to treat a prox cx. During the procedure a plaque / carina shift occurred and a second resolute onyx was used to treat it.

Manufacturer narrative:
The lcma was also treated during the staged procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The stent implanted in the lcma was to treat the plaque shift that occurred during staged procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The patient recovered. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event has been assessed as possibly related to the device and not related to antiplatelet medication. If information is provided in the future, a supplemental report will be issued.